Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 340 mg/dl at the time of the incident and the current blood glucose was 82 mg/dl. The customer was treated with manual injection for high blood glucose. It was reported that the customer alleges pump was under delivering as the blood glucose was high and deliveries insulin. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will not be returned for analysis